Manufacturer narrative:
The samples in question were provided for investigation. According to the results of the investigation, the customer's allegation of differing results between roche and competitor assays were verified. Further investigation revealed that the positive roche results are correct for the samples. The results of the investigation give evidence of anti-toxoplasma igg derived from a remote infection. The negative finding with roche toxoplasma igm clearly supports the interpretation of a passed or remote infection. Since the roche results were confirmed by the investigation, a medical risk due to the roche result seems unlikely.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable toxoplasmosis igg results for four samples from one patient on the cobas e601 module serial number (B)(4). All results are in iu/ml a sample drawn (B)(6) 2011 was tested on the cobas analyzer and the result was 85.15 (positive). As the historical results for the patient tested on the siemens immulite analyzer were negative, the user tested the sample on the immulite on (B)(6) 2011 and the result was <5 (negative). The user unfroze three additional samples from the patient and tested them on the cobas analyzer on (B)(6) 2011 and on the immulite analyzer on (B)(6) 2011. A sample from (B)(6) 2011 had a result of 91.81 (positive) on the cobas and a result of < 5 (negative) on the immulite. A sample from (B)(6) 2011 had a result of 86.99 (positive) on the cobas and a result of < 5 (negative) on the immulite. A sample from (B)(6) 2011 had a result of 80.11(positive) on the cobas and a result of < 5 (negative) on the immulite. The user performed an "avidez" test for toxoplasmosis on the sample from (B)(6) 2011 on a vidas analyzer and the results were negative. It was unknown if the patient was adversely affected. The patient was started on an antibiotic treatment due to the positive results that were reported.